Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter .

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient had a system explant on (B)(6) 2017 due to infection. The system would be replaced at a later date. There were no environmental/external/patient factors that might have led or contributed to the issue. It was unknown what diagnostics/tr ubleshooting was performed. The issue was resolved at the time of report. The patient status at the time of the report was alive ¿ no injury. No further patient complications were reported.